Event description:
It was reported that the user experienced hypoglycemia following dinner and again after breakfast meal announcements while using the ilet bionic pancreas, with observed postprandial hyperglycemia up to 380 mg/dl followed by a drop to 40 mg/dl, and recurring breakfast doses of approximately 5¿7 units; troubleshooting and education on meal announcements and insulin on board were provided. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included review of device reports and user education. Investigation of this case revealed no device alarms and no reported device malfunction; the cause remained unclear based on available data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.